Event description:
Per the customer, the doctor did not believe the triton ebl value provided for the canister in procedure. The procedure was completed successfully without a surgical delay. No medical intervention or adverse consequences were reported.